Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. After prepping the sheath and inserting it into the patient, the physician noted that the hemostatic valve was completely broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. There was no patient consequence reported. Additional information was received on the event. The hemostatic valve was completely broken off and pushed into the clear portion of the sheath port. It is hard to say how many pieces it broke into but looks like two. The valve got pushed into the sheath. The sheath was initially introduced to the patient but the doctor immediately saw blood pushing back with no hemostatic valve/pushed into the sheath. It was then exchanged for a new sheath and no other problems occurred. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and there was no blood loss. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. After prepping the sheath and inserting it into the patient, the physician noted that the hemostatic valve was completely broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. There was no patient consequence reported. The investigation was completed on (B)(6)-2022. An analysis was performed on the pictures that were provided by the customer. According to the pictures provided by the customer, the hemostatic valve appears dislodged in the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on (B)(6)2022, noted a correction to the 3500a follow-up #2 as omitted the manufactured date. Therefore, processed h4. Device manufacture date field.